Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this patient with a pacemaker experienced a decreased in heart function and tricuspid regurgitation. Moreover, the physician was unable to get venous access to implant a new system. The device was explanted. No additional adverse patient effects were reported.